Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the connection between the patient line of the homechoice cassette and patient extension set. This occurred during initial drain of peritoneal dialysis therapy. Renal therapy services (rts) assisted the patient in ending the therapy session and advised to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.